Event description:
According to the reporter: the patient required re-operation. He states that the staples did form properly into the "b" shape, but the tissue right next to the staple line had a hole through all the layers at re-operation. The anastomosis was checked at the original surgery using betadyne and air. No intra operative leak was detected.

Manufacturer narrative:
(B)(4).